Event description:
It was reported that a malfunction occurred on the customer's pump, leading to an emergency room visit and subsequent hospitalization. The customer experienced a blood glucose level of 600 mg/dl, with high ketones identified as dangerous by a healthcare provider. The customer received treatment with IV fluids and insulin to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer was discharged on (B)(6)2025 with the issue resolved and no permanent damage.